Event description:
It was reported that the patient with this pacemaker visited the hospital due to arm muscle twitching. It was noted that during interrogation this pacemaker was found to be operating in safety mode which was suspected to be as a result of premature battery depletion. While in the hospital the patient fainted after their heart stopped and a temporary pacemaker was placed. It was noted that a right ventricular (rv) lead failure was also suspected. Subsequently, the pacemaker and rv lead were explanted, and a replacement procedure was scheduled. No additional adverse patient effects were reported. This lead has not been received for analysis. Additional information was received that a leadless pacemaker was implanted three days after the explant procedure. Other than the surgical procedure, no additional adverse patient effects were reported. This lead has not been received for analysis.

Event description:
It was reported that the patient with this pacemaker visited the hospital due to arm muscle twitching. It was noted that during interrogation this pacemaker was found to be operating in safety mode which was suspected to be as a result of premature battery depletion. While in the hospital the patient fainted after their heart stopped and a temporary pacemaker was placed. It was noted that a right ventricular (rv) lead failure was also suspected. Subsequently, the pacemaker and rv lead were explanted, and a replacement procedure was scheduled. No additional adverse patient effects were reported. This lead has not been received for analysis. Additional information was received that a leadless pacemaker was implanted three days after the explant procedure. Other than the surgical procedure, no additional adverse patient effects were reported. This lead has not been returned for analysis.

Event description:
It was reported that the patient with this pacemaker visited the hospital due to arm muscle twitching. It was noted that during interrogation this pacemaker was found to be operating in safety mode which was suspected to be as a result of premature battery depletion. While in the hospital the patient fainted after their heart stopped and a temporary pacemaker was placed. It was noted that a right ventricular (rv) lead failure was also suspected. Subsequently, the pacemaker and rv lead were explanted, and a replacement procedure was scheduled. No additional adverse patient effects were reported. This lead has not been received for analysis. Additional information was received that a leadless pacemaker was implanted three days after the explant procedure. Other than the surgical procedure, no additional adverse patient effects were reported. This lead has not been returned for analysis. This lead was not returned for analysis. The product investigation determined that the no problem detected investigation conclusion code was selected based on product record and available information reviews. Additional information was received that this lead was found to be damaged during removal, and it was unclear whether this occurred during the procedure or prior to. As a result, the lead was cut in order to remove it and disposed of by the facility. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker visited the hospital due to arm muscle twitching. It was noted that during interrogation this pacemaker was found to be operating in safety mode which was suspected to be as a result of premature battery depletion. While in the hospital the patient fainted after their heart stopped and a temporary pacemaker was placed. It was noted that a right ventricular (rv) lead failure was also suspected. Subsequently, the pacemaker and rv lead were explanted, and a replacement procedure was scheduled. No additional adverse patient effects were reported. This lead has not been received for analysis.